Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. It was further reported that the expected time of therapy is 48 hours and that half the dose infused after 48 hours of connection to the patient. The device had been filled with 3000 mg 5-fluorouracil diluted with 96 ml of glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from january 15, 2020 - january 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.